Event description:
A physician reported that a diabetic pt with multiple med problems had a chronically drainging sacral ulcer that would not heal completedly. He indicated that exploratory surgery revealed that a 10-cm piece of granufoam dressing had been retained in the wound.